Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: according to the surgeon, the event occurred during a myomectomy procedure and the tip of the force bipolar instrument broke while routine retraction of tissue was being performed. Per the surgeon, no tissue was damaged and the patient's current status is "safe."

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar forceps instrument was analyzed and found to have a grip tang bent preventing grips from opening as reported by the customer. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the force bipolar instrument broke. The instrument could not be straightened out for removal; the instrument and the cannula were removed together. A backup instrument was used for the remainder of the procedure. The patient sustained bruising to the abdominal wall upon instrument and cannula removal. It is unknown if any intervention was required. The procedure was completed robotically.